Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged discrepant results for two patients while using the cobas sars-cov-2 nucleic acid test for use on the cobas liat system. The alleged samples initially generated a positive result for sars-cov-2 on cobas liat. Upon retest on cobas liat, a negative result was generated for each of the patient. Data could only be provided for the initial positive tests. The results were reported out. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The investigation concluded that the observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. This is a sample-specific issue and the reagent is performing as expected.